Event description:
A facility reported that a pt received 13,000 units of heparin more than prescribed. The heparin infusion pump requires a 30ml syringe as described in the device labeling. The facility had placed a 35ml syringe into the heparin infusion pump because they were out of 30ml syringes. The 35ml syringe contained 17ml of 1:1000 undiluted heparin (17,000 units of heparin). One thousand units (1ml) was given to the pt as a loading dose, leaving 16ml left in the syringe. The facility states the pt was prescribed 3000 units over the treatment time of 3 hrs. The operator noted the syringe was empty after an hr and a half of the treatment and no heparin pump alarm occurred. Pt received 13,000 units of heparin more than prescribed. Intravenous protamine sulfate (15mg/100ml d5w) was started on the pt per physician's order. After 5 minutes of infusion the pt became clammy and short of breath. The medication was discontinued. An appt (activated partial prothrombin time) was performed. The physician was satisfied with the result of 48.9 seconds and the pt was sent home after hemostasis of the cannulation sites. The facility machine tech removed the heparin infusion pump from the machine for return to the MFR. Proper operating instructions in the device labeling was reviewed with the facility medical professional.